Event description:
Boston scientific received information that during manipulations this right atrial (ra) lead exhibited noise and oversensing. X-ray did not reveal any damage or malfunction. As the physician suspected a lead fracture, the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.